Event description:
It was reported that the patient experienced an artificial urinary sphincter (aus) not working leading to a replacement procedure in which the existing device was removed and a new aus was implanted. The patent did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
E1, h2, h10 field change. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced an artificial urinary sphincter (aus) not working leading to a replacement procedure in which the existing device was removed and a new aus was implanted. The patent did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided.